Manufacturer narrative:
Carefusion complaint #: (B)(4). (B)(4). The suspect component has been returned to carefusion for further evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported that their avea ventilator's touchscreen is blurry and has a large hole in the corner of the display. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due to physical damage impact of the front cover.